Event description:
The user reported, the sticky edge of the drape with the hole in it remained on the skin of the pt. Upon removing the material from the skin, the skin was damaged. Add'l info has been requested.

Manufacturer narrative:
The investigation, including root cause determination is in progress.